Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a pow (power on reset). The device was tested on the bench and no device anomaly was found. The cause of the bvvi could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with near syncopal episodes. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi mode with no backup defibrillation. The physician explanted and replaced the device. The patient was in stable condition.